Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The customer noted the duckbill appeared to be wet and full of bubbles. The customer replaced the duckbill and performed system check. System check conformed to specifications. The fse completed air flow modification, replaced the peristaltic pump tubing and aspirate probes. The fse performed quality control (qc) to verify system operation. On (B)(4) 2008, the fse replaced the aspirate probes and peristaltic pump tubing due to evidence of dripping. The fse completed air flow modification and retested controls and samples to verify operation. The fse completed system verification per the established procedures. The unit conformed to the manufacturer's published performance specifications. The customer collected pt samples in plastic greiner lithium heparin tubes with gel. Centrifugation data was not supplied by the customer. The customer noted sample appearance was normal. Creatine kinase-mb (ck-mb) quality control (qc) levels one and three performed on the day of the event resulted within specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02361.

Event description:
The customer reported elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, above the reference range, for two pts involving unicel dxi 800 access immunoassay system. This report refers to pt number two. The elevated results did not correlate with the pts' clinical conditions. The samples were retested on another dxi 800 system and produced matching negative results for both pts. The elevated results were released out of the laboratory and questioned by the physician. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.